Event description:
It was reported that the leadless pacemaker failed to separate from the delivery catheter during initial implant. The lp was replaced to complete the procedure. Patient was stable.

Manufacturer narrative:
The reported event of a separation failure could not be confirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.